Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the machine was in reboot mode and continued to reboot after employee login. A field service engineer (fse) addressed intermittent power loss and replaced the battery, however, the issue persisted. All internal connections were reseated, and the station was tested with drawers disconnected, with no change. Fse identified a loose wall power outlet and moved the power cable to an adjacent outlet, after which the issue was resolved. Customer was advised to have maintenance inspect the outlet. Fse performed hardware test application (hta) testing and confirmed with the customer that drawer access was functioning normally. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis machine was on reboot mode and continue to reboot while login. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.